Manufacturer narrative:
(B)(4). The customer reported that the paddles failed during testing. The customer isolated the reported issue to the paddle set. The customer replaced the paddle set which resolved the reported issue.

Event description:
The customer reported that the paddles failed during testing.